Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy for af with rvr. Stability discriminator indicated vt. Programming changes were recommended, but not made. The patient did not take medication on the day of the therapy, which was likely to cause the issue. The medication has been updated and the patient was stable at all times.